Event description:
On (B)(6) 2012, the lay user/patient's sales representative contacted lifescan through email from (B)(6) alleging a blood reading as control issue with a one touch verio pro meter. The patient's sales representative did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's sales representative claimed that the meter had a blood reading as control issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's sales representative did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis respectively on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. Pa downloaded data and found it contains both blood simulation and control solution information. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.